Manufacturer narrative:
(B)(4).

Event description:
The surgery center reported that a laser vision correction patient experienced undercorrection on both eyes (ou) at a 3 month post op exam. A brief description from the surgery center indicated they had a hyperopic patient treated in april with a pre op mr od +2.00 os +1.75. Patient at three months post op mr od +1.75 os +2.00. Pre and post op bcva 20/20 ou.

Manufacturer narrative:
Date of the birth is unknown as it was not provided. Patient gender is unknown as it was not provided. No patient code available for undercorrection. The laser machine was examined and tested at the customer location by an amo field service specialist (fss). The fss tested chair operations, gas operations and tested motor in service mode. The fss found balance salt solution deposits on the tracker cameras and cleaned the cameras off and recalibrated the tracker and torsional cameras. The fss performed a lens calibration. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. Manufacturer date is not available all pertinent information available to abbott medical optics has been submitted.